Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Unable to evaluate returned test strips due to are mixed vial lots. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Mother is calling on behalf of son who is a minor. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 70-150mg/dl fasting. Verified the strips expire 2/28/2018. Reviewed meter memory: (B)(6). Customer has two meters for her son one at home and one at school only one of the meters has been replaced because customer could not obtain the other meter that was at the school during the winter break. Customer states that son was asymptomatic at the time of receiving the "lo" reading. Unable to obtain a back to back blood test as customer believes the test strips have been open for more than 4 months.